Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming. Customer stated multiple alarms have sounded from the alarm and they started to treat blood glucose levels with manual insulin injections. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 302 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a47 alarm in the history file due to corrupted history file. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has a cracked case at display window corners.